Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during post-operative follow up testing, the right atrial (ra) lead was determined to be dislodged and was no longer in the atrium. The ra lead was repositioned the same day of implant and remains in use. No patient complications have been reported as a result of this event.